Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the executive processor board. The fse installed b.17 software, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse) detected "fault code #53." Additionally and unrelated, it was reported that the iabp unit was not maintaining the correct date and time, and would not read the arterial pressure or waveform, despite the fact that a numeric data was displayed. There was no patient involvement, and no adverse event reported.